Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/30/2016 with the following findings: multiple loss of prime warnings eaw 162 observed in the b/box with low non zero and zero force. Pump exercised for 24 hrs- loss of prime was not duplicated. Force calibration failed at 133. The force sensor removed and tested- resistance value was found to be in specifications at 8.7 k ohm. Moisture was found on force sensor plate/pins. Dim display- letters have a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.